Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin on board (iob) displayed a higher amount than what the customer expected to observe. Reportedly, the iob updated to an accurate value. Review of the pump settings and history by tandem technical support showed that the iob reflected on the pump followed an accurate timeline of the bolus requested by the customer. There was no reported impact to the customer's blood glucose level. Although requested, the customer reported being unable to upload the pump data logs; however, reported that the iob may have been read incorrectly or an incorrect number may have been programmed into the pump when delivering a bolus request.